Event description:
Additional information has been provided upon request on 11mar2026: "this patient currently remains on support."

Manufacturer narrative:
B5 and d6b updated. Corrected data d1 updated/corrected. The investigation is still ongoing.

Event description:
The complainant reported that the placement signal on the impella 5.5 was displaying values 50¿80 points lower than the patient¿s arterial line. No patient harm was reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information was provided in e1 (zip code extension). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause is unknown because the console was not returned for investigation.